Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, which was reported as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which resulted in peritonitis. On an unreported date, the pt had a break in aseptic technique, described as reused equipment (details not provided), and an exchange was done in the hospital ward. Three days prior to this report, the pt experienced peritonitis. On the same day, the pt was hospitalized for the peritonitis event. On an unreported date, the pt was treated with an injection (inj) of reflin (1gm, daily, od and ip, lot not reported), an inj. Of fortum (1gm, od and ip, frequency and lot not reported), and an inj. Of vancomycin (1gm, intravenously (IV), frequency and lot not reported) for the peritonitis. Concomitant therapy was not reported. Additional information was requested but is not available.